Manufacturer narrative:
Evaluation of the returned velocity delivery microcatheter (velocity) confirmed fractures on the proximal end, revealed a kink and was returned with its distal fractured segment inside the returned penumbra system red 62 reperfusion catheter (red62). If the velocity is advanced against resistance, damage such as kinks may occur. Subsequently, if the device is mishandled at angles during retraction against resistance, damage such as fractures may occur. Based on the reported complaint, the root cause of resistance during the procedure could not be determined. During evaluation, the distal fractured segment of the velocity was removed from the red62 with initial resistance and then without an issue. No visible damage was observed on the distal fractured segment. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a penumbra system red 62 reperfusion catheter (red62), a neuron max 6f 088 long sheath (neuron max), a penumbra system 3max reperfusion catheter (3maxc), and a guidewire (.014). The physician advanced a 3maxc distally into the vessel and administered tissue plasminogen activator (tpa) to open the vessel. The 3maxc was removed and a velocity was advanced over the guidewire to cannulate distally in the vessel. The red62 was advanced over the velocity and into the left mca. The physician reported that the velocity was not tracking well through the vessel and decided to exchange it for a new one. While advancing a new velocity into the red62, the physician noticed the velocity was not advancing. The physician performed an angiogram and noticed that no contrast was exiting out of the velocity. The physician attempted to remove the velocity but the velocity was stuck inside the red62. Therefore, the red62 and velocity were removed together as a unit. Upon removal, the velocity was discovered to be fractured at multiple locations towards the proximal end. The procedure was completed using a new red62 and a new penumbra system red 43 reperfusion catheter (red43) with the same neuron max and guidewire. There was no report of an adverse effect to the patient.